Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, lap nissan, the device kept dropping the needles after being toggled. Three were tried during the case and the surgeon abandoned the product and finished sewing laparoscopically. Upon arriving the next day to see another procedure with the device being used, it was discovered they had 3 more handles from previous cases that had the same problem and were dropping the needles when toggled. Current patient status is fine. No device fragments fell into the patient cavity. Returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: device available for evaluation. Device evaluation pending.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.